Manufacturer narrative:
The reported events of low impedance, insulation damage, oversensing and ¿increase in rv threshold¿ were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented remotely with low impedance, high capture thresholds, and over-sensing of noise. Insulation damage was suspected as the cause of the malfunctions. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.